Event description:
It was reported that foreign material was found inside the syringe during pretest. Per evaluation, there was black ink found on the outside of the syringe.

Manufacturer narrative:
Upon further review, bard/bd has determined that this MDR was initially reported in error as this event is not reportable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that foreign material was found inside the syringe during pretest.